Event description:
It was reported that the insulin pump alarmed motor error during bolus multiple times. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose readings at the time of the call were 205 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.